Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores under the therapy pads that were leaking puss. The patient reported known allergies. The patient reported the irritation felt like a burning sensation. The patient's doctor advised to remove the equipment to allow the skin to heal. The patient also applied neosporin on the irritation. Follow indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores under the therapy pads that were leaking puss. The patient reported known allergies. The patient reported the irritation felt like a burning sensation. The patient's doctor advised to remove the equipment to allow the skin to heal. The patient also applied neosporin on the irritation. Follow indicated the irritation improved.